Event description:
On (B)(6) 2009, this patient underwent a surgical procedure, whereby the celiac, superior mesenteric, and bilateral renal arteries were bypassed. On (B)(6) 2010, the patient underwent an endovascular procedure using two gore® tag® thoracic endoprostheses (tg3720/06521838 proximally, and tg3420/06592022 distally) to repair a thoracic aortic aneurysm with diameter of 58 mm. It was reported that the celiac and superior mesenteric arteries were intentionally covered by the devices. The final angiography revealed a type ii endoleak originating from the celiac artery, and the physician elected to monitor the patient. On (B)(6) 2010, it was confirmed that the type ii endoleak persisted and the patient was discharged. Subsequent follow-up examinations showed that the type ii endoleak persisted. It is unknown if there was aneurysm enlargement. On (B)(6) 2012, an additional procedure was performed to treat the type ii endoleak whereas the celiac artery was coil embolized. On (B)(6) 2012, a two year follow-up examination showed that the type ii endoleak was resolved, and that the aneurysm measured 64 mm, confirming aneurysm enlargement. On (B)(6) 2012, another type ii endoleak of unknown origin was confirmed. The physician elected to monitor the patient. On (B)(6) 2013, a three year follow-up examination showed that the type ii endoleak persisted, and the diameter of the aneurysm measured 68 mm. On (B)(6) 2013, a four year follow-up examination showed that the type ii endoleak persisted, and the diameter measured 68 mm. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.